Event description:
The cement failed to adhere to the tray, the tray loosened and had to be re-cemented causing a 45 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify FDA of the results of this investigation once it has been completed.